Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "the white stopper was missing from a syringe (the one that grabs the notches in the white part of the syringe) and as such we had to open another needle to get the syringe from that kit". The package was found to have an opened box. Found no biopsy needle and only syringe and the 3-way stopcock was returned with each respective packaging opened. The tyvek lid was open from the plastic tray tub with protective tubing (for the needle shaft) was also found inside the tray tub. Visual inspection of the condition of the syringe showed no white stopper/latch and showed a hole in the location of the latch where to attached into the barrel of the syringe. The latch or stopper was not returned or was missing from the packaging.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the biopsy needle instrument had damaged thumb screw. The diagnostic procedure was completed with no reported injury.